Event description:
It was reported that during a da vinci s thymectomy procedure, the customer experienced multiple occurrences of system error code #22001. With the assistance of an isi rep, the customer rebooted the system and moved the endoscopic camera manipulator (ecm) along its range of motion. The customer proceeded with procedure, however, a non recoverable system error #22001 recurred. At this time the surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned procedure. A delay of 30 mins was noted. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that the system error code # 22001 was experienced by the customer as well as system error code # 22003. The field service engineer conclude that these system error codes were associated with the potentiometer on the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm potentiometer. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The #22001 and #22003 system error code appeared when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". The ecm was repaired by replacing the affected potentiometer. As of 2008, there have been no reported recurrences of the issue at this hospital.